Event description:
It was reported from dealer; owens & minor that one of their customer's had purchased a p-c-hla approximately 4 years ago and the battery pack/charger caught on fire. There was no pt in the lift at the time of the incident, the lifter was in the hallway.